Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Correction: no correction taken. As there is no indication of any product malfunction contributing to the death, no corrective action has been initiated at this time.   The electrode belt sn (B)(4) has been returned, but has not been evaluated yet. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: 1/5/2018. Belt: 10/17/2017.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. It was reported that the patient's death was cardiac related. The patient was unconscious and with nurses at the time of passing. Review of the download data indicates the patient received one inappropriate shock in response to CPR/motion artifact. The device was started up on (B)(6) 2019 at 07:54:42. At 22:28:50 the patient was in sinus tachycardia at 120 bpm with premature ventricular contractions (pvc). At 22:29:30, the device detected ventricular tachycardia (vt) at 180 bpm and the device released gel at 22:30:30. An appropriate treatment was delivered at 22:30:41 when the patient was in vt at 170 bpm. The patient's post shock rhythm was a sinus rhythm at 60-65 bpm with hb and pvc for approximately 20.51 seconds, degrading to asystole. The device detected 15 arrhythmias from 22:32:07 until 22:53:23, while the patient was in asystole with intermittent cardiac activity degrading to asystole with CPR artifact. The device detected 3 asystoles with CPR artifact from 22:59:28 to 22:59:58. At 22:01:02 the response buttons were pressed, it is unclear who pressed the response buttons. An inappropriate treatment occurred at 23:01:51 in response to the CPR/motion artifact. The patient was in asystole at the time of the treatment shock at 23:01:51. The patient's post shock rhythm for the shock was asystole. The device was shutdown at 23:01:51.